Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample/reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. Complaint number 732513.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced a tube lifter to correct the reported problem in the area of the pipette assembly. A plunger clamp, tip clamp and lld contact spring were also replaced. The instrument was inspected, tested without further problem and returned to service.